Event description:
The customer obtained multiple nonreproducible, higher than expected vitros phbr quality control results (lot m1914 result = 74.9 ug/ml vs. Expected result = 60.54 ug/ml; lot f9986, results = 68.8 and 67.7 ug/ml vs. Expected result = 55.94 ug/ml; lot 40782, result = 38.5 ug/ml vs. Expected result = 30.36 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report that patient samples were affected. However, phbr patient results were reported during the time frame of this event, and there is no indication that results were questioned by a physician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected vitros phbr quality control results were obtained for several samples while using the vitros 5600 system. The investigation determined that the vitros phbr calibration in use at the time of the event was invalid because quality control results were outside the expected range following calibration. The cause of the atypical phbr calibration could not be determined although it is suspected to be analyzer related. The assignable cause of the event is user error due to using an unverified phbr calibration curve. In addition, an ocd field engineer performed service actions to multiple analyzer subsystems. Following these service actions and calibration of the existing phbr lot 8464, vitros phbr precision performance was observed and post calibration phbr quality control results were acceptable. There is no evidence to suggest that the vitros phbr slides were not operating as intended.